Event description:
A cyro fill technician was starting a routine helium gas fill of the magnetic resonance system. Technician opened the fill port and the fill nut flew out due to the pressure inside the magnet. Helium gas was now rapidly coming out the port. In attempting to reduce the amount of helium flow technician placed a rag on the end of wrench and held it on the leaking port. The wrench became extremely cold and froze his hand causing a third degree burn.